Event description:
It was reported the pt experienced ineffective stimulation coverage. Reporting allegedly was unsuccessful at resolving the issue. It was reported that lead impedance readings were normal. The physician decided to explanted and replace the pt's system.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.